Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the right atrial lead was removed and not replaced and the right ventricular lead was removed and replaced. The right atrial lead had been dislodged shortly after implant and had been reprogrammed. The right ventricular lead had recently exhibited an increase in capture thresholds and dislodgement was suspected. The patient was stable following the procedure.